Event description:
Post acl repair using the intrafix product a patient developed a reaction which was treated by surgeon. The patient was treated and immediately got better. The mitek sales rep stated that the surgeon believes the intrafix screw was the result of the patient reaction. Mitek worldwide would like to report conservatively and list the other products and lot numbers associated with this event. The products and lot numbers are: 254601, lot number 0308486 and product number 210133, lot number 0308163.